Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption, the battery gauge was fluctuating and an unexpected reset occurred. Caller declined a follow up by tandem technical support to confirm backup method. Customer¿s blood glucose level was 293 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.